Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection was observed. The source of the infection is unknown. Lead was explanted and a new lead was implanted. Patient was stable.